Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and determined there was insufficient buffer being dispense. The fse determine the ise (ion selective electrode) buffer valves were defective. The fse replaced the ise buffer valves to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer telephone phone #: (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high erroneous ise (ion selective electrode) patient results for sodium (na), chloride (cl) and potassium (cl). The erroneous results were not reported outside the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.